Event description:
Medtronic received information that the patient with this bioprosthetic valve, implanted 3 months, was seen for their 3-6 month follow-up visit. The echo showed a moderate central regurgitation with a moderate paravalvular leak. The patient continues to be followed per their study visit protocol and the device remains implanted. There were no adverse patient effects reported. Additional information received states that at 35 month post implant, the echocardiogram showed severe aortic regurgitation with a mean gradient of 20 mmhg with a aortic valve area of 1.1 cm2. The valve remains implanted with no adverse patient effects. The patient has a previous medical history (prior to initial implant) of coronary artery disease and systemic hypertension. Additional information received states that the valve was explanted 41 months post implant due to dehiscence around the sewing ring in the non-coronary cusp. Echocardiogram revealed a 26mmhg mean gradient with an effective orifice area of 4.86. Device was replaced with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared distorted; almond shaped. A cut and/or tear was observed along the sewing ring and margin of attachment. All leaflets were in the closed position with a gap at the point of coaptation and between leaflets 3 and 1. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A tear in leaflet 1 adjacent to the 1-3 inferior coaptive area appeared to have occurred during explant. Abrasions in the belly of leaflet 1 appeared to be associated with a hinge point during leaflet motion. Small tears were observed on the tunica of leaflets 1 and 3 along the inflow margin of attachment. The tops of all commissures appeared to have been cut or removed. Traces of pannus were observed along the sewing ring. Radiography showed a small cluster of mineralization in leaflet 1 in the side image. Conclusion: sutures in a continuous pattern were found in the sewing cuff. It was reported in the clinical data that a continuous suture technique with 3 interruptions was used. The instructions for use recommends an interrupted suture technique for the implantation of the this bioprosthesis. A review of the clinical documents shows that regurgitation and paravalvular leak (pvl) were present at several of the patient¿s follow up visits prior to being explanted. It was reported that the valve was replaced with a 25mm sorin mechanical valve with no adverse effects. Based on the information received and the analysis results of the returned device a definitive root cause of the event was unable to be determined. Proper implantation of the valve to prevent pvl depends on both surgical technique and patient anatomical factors. It may be that both technique and anatomical factors may have caused the dehiscence and pvl. Dehiscence, regurgitation and pvl are a known failure modes of bioprosthetic valves. Reduced performance of the valve is attributed to host tissue overgrowth (pannus) and mineralization. These findings are generally considered patient related conditions. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).